Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation, migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 840971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle and pelvic adhesions. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (B)(6) 2017 hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal discharge, fatigue and headache outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, uterus perforation, vaginal discharge, fatigue, headaches. Left coil: 5. Right coil: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmation of tubal occlusion with essure iud removal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , dysmenorrhea, menorrhagia. Lot number [ 840971 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation, migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 840971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle and pelvic adhesions. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2017 hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal discharge, fatigue and headache outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, uterus perforation, vaginal discharge, fatigue, headaches. Left coil: 5 right coil: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmation of tubal occlusion with essure iud removal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record , dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on 30-oct-2020: medical record received lot number was added. Reporter information and medical history were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation, migration') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2017 hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal discharge, fatigue and headache outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, uterus perforation, vaginal discharge, fatigue, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: upon receiving mail confirmation (3-july-2019) follow up information contain events "pain, dyspareunia, infection, urinary problems" were deleted. Reporter information, patient demographics and medical history were deleted. New follow up contain pfs received events "dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uterus perforation, migration, fatigue, vaginal discharge, headaches" were added. Outcome of events "pain, bleeding" were updated as recovered. Lab data and patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.